Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was intermittently undersensing vt causing a return to sinus. The device re-diagnosed the vt and delivered appropriated therapy. The lead was explanted.